Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported via a text message that the customer accidentally delivered a bolus for 16.3 units instead of 6.3 units. Multiple attempts were made by tandem technical support to contact the customer; however, there was no further information provided regarding the reported event. Additionally, the clinical diabetes specialist made an attempt to reach out to the customer and notified the customer's health care provider's office of the reported event. There was no reported impact to the customer's blood glucose level.